Event description:
Over time the electrode array moved out of the cochlea. The basal the electrode channels had to be deactivated as a stimulation was not possible. An x-ray showed that the electrode was no longer completely inserted. A revision surgery to re-insert the electrode array is planned. As per the add'l info received, the pt has been re-implanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.